Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 21 units of insulin in order to observe insulin drips exiting the infusion set tubing during the load fill tubing process. Reportedly, customer reverted to an alternate form of insulin therapy. There was no reported impact to customer's blood glucose.